Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received and inappropriate shock (ias) while working with heavy machinery. Technical services (ts) reviewed noting the morphology appeared verify different than the sinus rate, with possible rate dependent bundle branch block (bbb). This patient was then seen by the health care professional (hcp) however no programming changes were made at that time. This patient then received an additional ias. Ts noted there was noise artifact superimposed and to troubleshoot the morphology change. This patient was seen in the clinic in which primary vector was programmed and smart charge was extended, and there have been no further instances. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.